Event description:
It was reported by the manufacturer representative (rep) that the extension was removed due to fractured.

Manufacturer narrative:
Continuation of d10: product ID 7495-25 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2010 product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: 7495-25, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 7495-25 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2010 product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that it was requested, but customer declined to return product and cause was unable to be determined at time of last report.